Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient had a fracture of the third metacarpal right hand. The surgeon placed the first screw and during insertion of the second screw the second screw head broke off and was discarded. The shaft of the screw remains in the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.